Event description:
In this event, a pt alleged that bone was lost in the area in which an x-tip was used. A bone grafting procedure was performed approx five months after usage of the x-tip.

Manufacturer narrative:
While it is unk if the x-tip caused or contributed to the bone loss in this case, it is possible; thickness of the cortical plate is a decisive factor in where the x-tip may be used successfully. The pt's cortical plate where the x-tip was used in this case was reported as being thick and this appears to be responsible for the issue. Still, because a serious injury resulted, this event meets the criteria for reportability per 21 cfr part 803.